Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer reported that they have a back up pump for continued insulin therapy.